Event description:
The customer reported the system shutdown during a case. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and reloaded flash and calibration files. System operates as intended. This MDR is related to ge healthcare (B) (4).